Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. Functional and visual tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. B3. Date of event: unknown.

Event description:
It was reported that the device was returned for an unknown issue. During physical inspection, it was found that there was a lifted downstream occlusion seal. There was unknown patient involvement, no patient injury was reported.